Manufacturer narrative:
Product complaint # ==> (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: d6a (day)

Event description:
1. Would you able to provide if this claim actively litigated? ¿ response: yes, please see attached email under notes and attachments for your reference. 2. Provide lot number of all implanted products. ¿ response: right hip implant details: right hip: part.no. Lot.no head-999890147 head-2205800 cup-999804754 cup-2218861 sleeve-999800102 sleeve-2188363 stem-3l92511 stem-2249450 ¿ left hip: we do not have complete implant details, no batch/lot numbers. 3. Please confirm correct date of implant since the doi in claimsuite alert of the left hip different from stated in pdf. ¿ response: primary surgery date for right hip : (B)(6) 2007 primary surgery date for left hip : (B)(6) 2007 information has been reviewed. No change to the existing MDR determinations. The three asr components have been reported for the pain. At this time is unknown if the femoral stem was revised for the pain.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : this hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : previous investigations that have included device history reviews since the asr platform was launched have shown no indication of deviations or anomalies with regard to material, manufacturing, or inspection. Therefore, no device history record (DHR) review for this individual asr component will be carried out at this point in time.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr revision asr xl left hip reason for revision: pain. Doi: (B)(6) 2007, dor: (B)(6) 2021, left hip.